Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion can be drawn, as no product was received.

Event description:
Pt status post matrix construct level, l3-l5, implanted approximately (B)(6) 2011 fell on an unknown date and felt pain in the back. Pt returned to surgeon and x-rays on an unknown date showed a screw at l5 had disengaged. Pt was returned to the operating room on (B)(6) 2012, hardware was removed, pt was revised to another larger matrix construct. This is 1 of 3 reports for this event.